Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator's administrative assistant reported that, after 1 year and 7 months of support on the lvad, the patient presented with heart failure symptoms and obstruction was suspected. The hospital subsequently made a decision to exchange the patient's pump with another lvad.

Manufacturer narrative:
The explanted pump was returned to the manufacturer for analysis and the reported of suspected thrombus in the device was confirmed. Examination of the outlet stator revealed a non-laminated deposition situated around the outlet bearing ball and with the stator blades, occluding the blood pathway. The lack of laminated layers suggests that the deposition did not develop in the outlet stator. Although its origins cannot be conclusively determined, the deposition had areas of denaturing and there were contact marks on the rotor outlet section which is an indication that it was present while the pump was supporting the patient. The deposition found in the outlet stator (proximal) would have created an obstruction of flow through the pump. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Examination and electrical continuity testing of the returned portion of the percutaneous lead extending from the pump housing did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of device history records for the returned devices showed no deviations from manufacturing or qa specifications. In summary, the evaluation of the returned explanted pump did not reveal a device related issue and no conclusion can be made as to the root cause of the observed thrombus formations. Device thrombosis is listed in the instructions for use as an adverse event that may be associated with the use of a heartmate ii left ventricular assist system. Thrombus formation is complex, multi-factorial, and not necessarily related to a single physiological or device-related factor. No further information is available. The manufacturer is closing its file on this event.